Event description:
It was reported that intermittently there was no image on the monitor above the table of the 2600 system. It was also noted that the monitor flickered and has a slowly scrolling line. System reboot twice and case continued. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Repaired loose video cable from workstation to table and loose power connection on the ps1 power supply in the workstation. The system was tested and found to be working as intended and placed back into service.